Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's tube and the connector part were easy to get disconnected, so another tube was used. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported event could be confirmed. A dimensional test was performed mark of insertion of the connector, inner diameter of the tube and the received connector, this reading is within specification. The connector is not the correct size and is easy to come off. Formal investigation was initiated to address the incorrect connector issue. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.